Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-04-10 . H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for biological foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® z (no additive) urine tube - conical had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿customer received a pack and saw that a single hair was welded in tube.¿

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd vacutainer® z (no additive) urine tube - conical had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿customer received a pack and saw that a single hair was welded in tube.¿